Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.5ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; we tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 59/53 mg/dl, for level high were 259/242 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass; we tested the retain strips with returned meter (same strip lot as suspected strips:d6160705-1). The control solution tests for level low were 56/59 mg/dl, for level high were 237/228 mg/dl. The request control solution ranges are: level low30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported on 02/09/2017 that the end user sought medical attention on (B)(6) 2017 at 5:30pm after experiencing unusually high readings from her prodigy diabetes glucose meter. The end user's lips were numb and she couldn't chew. She had trouble breathing, felt dizzy and was not able to stand. The paramedics were called and performed a blood glucose test with their meter with a final result of 43 mg/dl. It is unclear as to what or if any medication was administered to assist with stabilizing the end user's blood glucose level. The end user was transported to the ER and upon arrival her blood glucose was still ar 43 mg/dl. She received IV fluids to boost her blood glucose level. No additional test were performed and after several hours at the ER the end user was discharged. No additional information was provided in relations to this medical event.